Event description:
It was reported by the rep that (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not stay on the vessel. The case was completed with another device, with difficulty getting the clips to secure. There was no pt consequence.